Event description:
It was reported that during a bhr orthopedic procedure the surgeon closed the device on the tissue and then received the - replace instrument - alert screen on the generator. After the device cut and sealed he could not open the jaws; there was no tissue present in the jaws at that time. He then completed the procedure with another device. There was no patient consequence reported. The device is returning for analysis.

Manufacturer narrative:
(B)(4). The instrument was received with the top jaw damaged. The damage prevented the opening and closing of the jaw. Because of the returned condition of the upper jaw we were not able to test the instrument with the generator fully. We could not confirm that an error screen was given. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2012. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.